Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were observed in an unspecified quantity of solution sets. The issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.